Event description:
After 46 months of implantation, this pacemaker was explanted because of a failure to interrogate. In addition, the device was close to end of life. Note: this routine eol case was not considered a complaint until further information was received. On may 13, 2002 it was determined that the return should be placed on a complaint.